Event description:
Ufmw report received regarding one (1) b1459 - 36" (91 cm) appx 0.3ml, smallbore ext set w/rotating luer, non-dehp tubing, lot number 2628925 (mfg. 01/13). The ufmw report states, "part of the hub to attach tubing to an IV line connector is missing allowing the tubing to simply fall off and the line..." Although requested additional information and status of the involved b1459 device set has as of this date not been responded to.

Manufacturer narrative:
Conclusion: the involved b1459 ext. Set was not returned for analysis and confirmation. The cause of the reported event remains unknown. A review of the mfg. Lot build database for the reported lot number 2628925 (mfg. Date 01/2013) shows 1850 units were kitted, assembled, tested, inspected and released. The mfg. Lot build review verified correct component issued, kitted orders reflected correct quantities with no under/overages. The lot build also showed all visual, dimensional, and functional qc lot testing met all specifications. There were no exception or rejection documents generated during the build.